Manufacturer narrative:
(B)(4). Batch # r5a355. Investigation summary: the analysis results found that one psee60a device was returned with no apparent damaged and with no reload present. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what anatomical structure was device being fired on when difficulties were encountered? No. Was the device difficult to close? No. Were any unusual sounds noticed? No. What is the surgeon¿s experience with device? Experienced. What troubleshooting steps were taken to open device? Unknown. Did the device cut and staple equal distance? Yes. How was the procedure completed? Changed to open surgery, used open devices were any staple formation issues noted? Unknown. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that during the laparoscopic whipple surgery, could not fire farther after fired 1/2. As only 1 psee60a device was prepared, changed to open surgery. The patient is stable now.